Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via call that the customer was hospitalized due to low blood glucose level of (B)(6) 2020. Customer's blood glucose level was in the range of 50 mg/dl. Customer was treated with milk and peanut butter sandwich at home. Customer experienced blood glucose level of 91 and 95 mg/dl. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) 2020.